Manufacturer narrative:
Image review: the returned images confirm the 90 degree angulation from the left main into the lcx. The lcx is diffusely diseased. The vessel and the marginal branch was wired with heavy support wires and the diseased potion of the vessel was treated with balloon pre-dilatation. Pre-dilatation is visible with an unidentified balloon. The moving images show the delivery and inflation of two unidentified devices. The images do not capture the attempted delivery, subsequent removal and dislodgement of the endeavour resolute 2.5 x 30 mm stent. But images have been provided showing the presence of a bunched dislodged stent in the right arm and a stretched stent in the left arm, as described by the account. The images appear to confirm that the vessel morphology most likely contributed to the delivery difficulties.

Manufacturer narrative:
Image review: a still cine image was provided for review from the account. The image confirms the 90 degree angle of the lcx as reported by the account.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent during a procedure prompted by coronary heart disease. The target lcx lesion exhibited no calcification or vessel tortuosity and 80% stenosis, lcx and lm have 90 degrees, schematic image provided. The 6f introducer and 6f launcher guide catheter were used during the procedure. The doctor performed a radial artery puncture on the right arm and used pre-dilatation. It was reported that difficulties/resistance were encountered during the attempt to deliver the first stent to lesion, resulting in the physician withdrawing the stent back to the catheter. Force was applied during delivery of the stent. It was reported that at this time the stent dislodged and remained in patient's right arm. The physician proceeded to continue the procedure by carrying out a radial artery puncture on the left arm and attempted delivery of another endeavor resolute rx drug eluting stent but the stent could not cross the lcx lesion. Resistance was encountered and force was applied during delivery. It was reported that the physician attempted to withdraw the stent back to catheter and the second stent dislodged. The delivering system was taken out of patient's body, but the stent remained in patient's left arm. The physician aborted the procedure and decided to perform surgery at a future date which is currently undecided. No attempt was made to retrieve the stents from the patient's body. A launcher 6f guide catheter was used. Patient status is normal. Repeat surgery has not taken place. Both devices were inspected prior to use with no issues noted. No difficulties were noted when removing the protective sheath on either device. Both devices were inspected post removal of the sheath and appeared normal. The inflation device remained on neutral pressure during delivery of the devices. The devices did not pass through a previously deployed stent or cell of a stent. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Seven moving images in attachment the images capture the lesion site in the lcx as reported by the account. The 90 degree angle of the lcx and lm are confirmed by the images. The images show the delivery and inflation of two unidentified devices. There are no images capturing the dislodgement and subsequent removal of either endeavor resolute device.

Manufacturer narrative:
Additional information: the account do not plan to remove the stent from the patient's arm. Image review six still cine images were provided by the account. The images confirm the lesion site and the 90 degree angle of the lcx artery. Pr e-dilatation is visible with an unidentified balloon. The images do not capture the attempted delivery, subsequent removal and dislodgement of either endeavour resolute 2.5 x 30mm stent. The final image shows the dislodged stent clearly visible in the patient¿s left arm. The dislodged stent appears to be stretched and deformed from the image. Evaluation summary: the delivery system returned without the stent present on the balloon and the stent did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was deformation to the distal tip. There was slight stretching visible on the distal shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.